Event description:
Manufacturer received implant card indicating that patient was reimplanted with the vns therapy system due to infection. Further investigation revealed the infection began six weeks post-op at the chest incision site. The vns therapy system was explanted (date unknown). Patient was reimplanted with the vns therapy system six months after fully healed. The infection was treated with antibiotics. Wound cultures were positive for staphylococcus aureus. The infection has reportedly resolved.

Manufacturer narrative:
Manufacturing records reviewed. Review of manufacturing records for the generator confirmed sterilization of the device prior to distribution.